Event description:
It was reported that the 5076 lead had "difficulty advancing the lead" due to what the physician described as a "rough spot on the insulation." The lead was abandoned. A new lead was used. No patient complications were reported as a result of this event.

Event description:
It was reported that the 5076 lead had "difficulty advancing the lead" due to what the physician described as a "rough spot on the insulation." The lead was abandoned and sent back for analysis. A new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): lead pin cap intermittency, inner insulation kinked buckled, lead stretched, and blood was noted on helix mechanism; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): lead pin cap intermittency, inner insulation kinked buckled, lead stretched, and blood was noted on helix mechanism; full lead returned and analyzed.

Event description:
It was reported that the lead had "difficulty advancing the lead" due to what the physician described as a "rough spot on the insulation." The lead was abandoned. A new lead was used. No patient complications were reported as a result of this event.